Manufacturer narrative:
It is anticipated that the device remains in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
Primary procedure was performed on (B)(6) 2016, the patient was implanted with a afx bifurcated stent graft and a afx aortic extension. Secondary procedure was performed on (B)(6) 2018, for an unknown reason. An afx2 main body and two additional afx aortic extensions were implanted in the patient. No additional event or patient information is available.